Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the ipg was unable to communicate immediately post an unrelated surgical procedure. Troubleshooting was attempted to no avail. Ipg was confirmed inoperable. Surgical intervention is pending to address the issue.